Event description:
It is reported that the surgeon impacted the head onto the stem. Upon trialing, the head came off the stem.

Manufacturer narrative:
This report wil be amended when our investigation is complete.